Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose level and high blood glucose. The customer had no symptoms and treated with food for lows and boluses for highs. Customer's low blood glucose at time of incident was 63 mg/dl and current blood glucose 255 mg/dl. Customer stated it's been high and low, and just a little while ago and it was 40 mg/dl, 208 mg/dl, 127 mg/dl, 137 mg/dl but before that she was at 57 mg/dl, 87 mg/dl and 63 mg/dl. Customer's high blood glucose at time of incident was 209 mg/dl and current blood glucose 255 mg/dl. Customer was neither in emergency room, nor admitted into hospital, nor was emergency medical service dispatched as a result of low and high blood glucose. Customer reports insulin exited at the qr. There were no leaks or air bubbles. Customer could not perform the high pressure test. Customer was explained about the 2 high blood glucose rule. Customer was advised to change the infusion set, reservoir and insulin and to treat per healthcare professional's recommendation the product was not returned for analysis.